Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) had an error message. The icm was successfully implanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the implantable cardiac monitor was explanted.

Manufacturer narrative:
The reported event of an error message was not confirmed. The device was received above the elective replacement indicator (eri). It was able to be interrogated upon arrival and was found to still be on the new device page; no error message was observed. The device was analyzed and was determined to be operating within the normal range. Further analysis was performed, and normal device characteristics were identified. A longevity assessment was conducted, and the device was found to be within the normal range of operation with appropriate remaining longevity.